Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, d10, e1, e2, e3, g4, g7. Additional: h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified nicks and gouges consistent with the use of the instrument. Device was submitted for further analysis. The analysis determined to align with overload failure or low cycle fatigue failure. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument fractured while impacting. No adverse events have been reported as a result of the malfunction.